Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g,promus element,mr,ous 3.50x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 675mm distal to the distal end of strain relief and a hypotube kink 944mm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on 04-sep-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The target lesion was located in the severely tortuous and mildly calcified left anterior descending (lad) artery. Predilation was performed with 2x12, 2.5x15 and 3x15mm nc balloon catheters. With the support of a buddy wire, a 3.50x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with plain old balloon angioplasty (poba). No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.